Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per review of wo notes - during testing it was determined that the device had a failed circulation pump. No suction from left port during filling. Stated they would consider a 2000-hour service but would more than likely order the parts and replace the pump themself.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Per review of wo notes during testing, it was determined that the device had a failed circulation pump. No suction from left port during filling. Stated they would consider a 2000 hour service but would more than likely order the parts and replace the pump themselves. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out of box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per review of wo notes, during testing it was determined that the device had a failed circulation pump. No suction from left port during filling. Stated they would consider a 2000 hour service but would more than likely order the parts and replace the pump themselves.